Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 526 mg/dl. Reportedly, the customer was using off-label insulin for insulin therapy. Tandem technical support educated customer on insulin labeling. A manual insulin injection was administered to address bg level.